Event description:
In 2005, following placement of the gore excluder aaa endoprosthesis, the 18 fr gore introducer sheath /unk became dislodged in the left external iliac artery. At the dislodgement site, the physician chose to surgically oversew a vascular graft and perform a femorofemoral crossover. Final angiographic imaging showed no endoleaks.